Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon could not be inflated due to rupture. A new balloon was inserted to start therapy. It was later confirmed blood was seen within stat-gard sleeve. There was no reported injury to the patient.

Manufacturer narrative:
'Occupation' changed from blank to n/a. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon could not be inflated due to rupture. A new balloon was inserted to start therapy. It was later confirmed blood was seen within stat-gard sleeve. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with visible blood on the outside of the catheter and within the stat-gard sleeve. The extender tubing was also returned. Two catheter tubing kinks were observed at approximately 72.3cm, 73.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. The returned condition of the product indicates that the reported leak likely resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. However, a root cause for the blood found in the stat-gard cannot be determined since the kinks found are too far down the catheter tubing length for the sheath seal to be over during use. Additionally, we are unable to replicate the clinical settings during use or during packaging of the product for shipment to the manufacturer. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the balloon could not be inflated due to rupture. A new balloon was inserted to start therapy. It was later confirmed blood was seen within stat-gard sleeve. There was no reported injury to the patient.